Manufacturer narrative:
Use error: the t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off and to check with their healthcare provider before modifying setting. Customer acknowledged and was instructed on how to turn off the alarm.